Event description:
Multiple patient exams may have been saved to another patient's study folder. No other information is currently available. Since specific patient information has not yet been identified, one MDR report is being submitted at this time.